Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log provides evidence of the customer's report but does not necessarily indicate a device problem. It is important to note that the associated electrodes were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device intermittently displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.